Event description:
This lead was implanted on (B)(6) 2007. And was explanted on (B)(6) 2011. The sprint fidelis lead was fractured. And resulted in inappropriate therapy. Dr. (B)(6) extracted this lead. And upgraded the patient to a dual chamber ICD, due to sinus bradycardia. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).